Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that a patient's implant does not work and she is going to have it removed. Unsure what "does not work" means. There were symptoms reported, but it was not specified what they were. No further complications were reported. No additional patient symptoms were reported.